Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had been fractured and exhibited a rise in pacing threshold measurements. The fracture was believed to have been caused during a procedure to reposition the device due to migration a year prior. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.